Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2017.  (B)(4) submitted for adverse event which occurred on (B)(6) 2017.  (B)(4) submitted for adverse event which occurred on (B)(6) 2018.  In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent left inguinal hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent revision surgery and recurrent hernia repair surgery on (B)(6) 2017. It was reported that the patient underwent revision surgery on (B)(6) 2017 during which the surgeon noted ¿spermatic cord structures were adherent to the mesh¿. It was reported that the patient underwent removal surgery on (B)(6) 2018. It was reported that the patient experienced left groin pain and discomfort, scar tissue formation, adhesions and spermatic cord structures that were adherent to the mesh. No additional information is provided.

Manufacturer narrative:
Date sent to the FDA: 1/7/2021.